Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Root cause: according to the surgeon, the root cause of the refractive error is lens vault. (B)(4).

Event description:
The physician reports performing cataract surgery with implantation of the crystalens in the right eye. One day postoperatively, the lens was exchanged for a higher diopter crystalens (22.00 d) secondary to lens vaulting. The pt's current prognosis is good.